Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error message e228, e238 and e237 and had damage on the charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error message e237 occurred due to damage on the charged coupled device unit and corrosion on the endoscope connector. Error message e238 occurred due to corrosion on the endoscope connector. Error message e228 occurred due to cut on the charged coupled device cable. The malfunction was caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.